Event description:
Clinic notes from a physician's office were received dated (B)(6) 2012 which indicated that the patient was brought to the physician's office due to having a cluster of seizures along with his usual short few-second seconds. The physician inquired about whether the vns battery life was adequate. The notes indicated that generator diagnostic test revealed high impedance with dcdc=7 which may be related to underlying scar tissue. It was initially unclear if the generator test revealed high impedance or whether it was a system diagnostic test. It is known that generator diagnostic tests performed outside of the operating room change the patient's output current to 0.0ma. However, it was later confirmed by the company representative that a generator diagnostic test was not performed but it was in fact a system diagnostic test which revealed high lead impedance. The physician indicated that they could consider increasing the output current which may be uncomfortable for the patient to tolerate, but at that time, he suggested to continue monitoring the patient for any worsening clustering of seizures. It was planned to see the patient back in routine follow-up. Follow up with the physician's office by the company representative revealed that the date the increase in seizures first began is unknown, but the patient's seizure frequency is still at or below pre-vns seizure frequency level. The patient has experienced increased seizures of both seizure types, and the relationship to vns is unknown. No programming/diagnostic history was provided, and it was unknown if x-rays were going to be taken. There was no patient manipulation or trauma suspected to contribute to the high impedance. There were no causal or programming changes prior to the onset of these events. Further information was received from the physician's office indicating that the device was turned off on (B)(6) 2012, and they are not going to perform a generator and lead replacement surgery at this time because the physician and caregivers do not believe the benefit of the surgery would outweigh the risks as the patient has several other medical conditions. Although surgery is not planned at this time, it cannot be ruled out in the future, but it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.